Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a connectivity issue. The left lead, 0-7, had connectivity out. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was no additional information regarding a cause or actions/interventions taken to resolve the issues.